Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage was not confirmed as there was presence of blood in the marker lumen. The reported marker lumen blockage and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: the marker lumen was successfully flushed prior to the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a very narrow, calcified right common femoral artery was attempted with proglide devices, using a preclose technique, with a 14fr sheath prior to an interventional abdominal aortic endoprosthesis (aae) procedure. Reportedly, the patient's blood was very coagulated and two proglide failed when the proglide marker lumen became obstructed. Heparin was administered and two other proglide devices were pre-placed. The aae procedure was completed and the arteriotomy was attempted to be closed; however, hemostasis was not achieved with the sutures of the two pre-placed proglide devices. The patient was sent to surgery where it was discovered the proglide knots were not in the artery. Hemostasis was achieved with surgical intervention. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.